Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported a delay in obtaining results with an I-stat act kaolin cartridge with a patient in the cath lab. The cartridge was running and the analyzer timed out after 15 minutes. The test was repeated and a result was obtained.